Event description:
Report received that pt had relocated to facility and believes refill alarm date has passed. Complains of "severe depression." Follow up with hcp revealed pt was seen and the pt was refilled the day before - no apparent malfunction of device - refill normal. Pt was hospitalized the next day and died. Hcp believes death is unrelated to refill. Pt had multiple health problems and death was coincidental to refill. Hcp has not been notified of cause of death to date and "knew of death per death notice in the paper". Pt received pharmacy compounded baclofen in pump. It is unknown if pump was explanted.